Event description:
Two months after implant, the patient woke up one morning with increased spasticity. A dye study was done (date not reported) and dye was found to be pooling into the pump pocket. During replacement surgery, the sutureless connector was on tight and straight; it was very difficult to remove. There were no visible signs of the connector not being connected correctly. The connector was replaced with a 45 degree connector. The patient was doing fine after the replacement surgery. The pump was used to deliver baclofen.

Manufacturer narrative:
.